Event description:
A malfunction was reported when a pump displayed a fault with the malfunction code ¿malf 0.¿ there was no adverse impact to the customer's blood glucose level. When the customer was unable to reset the pump, they contacted technical support, who provided pump reset information, and instructed the customer to call back for further assistance if needed.